Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient had several episodes of non-sustained vt and one episode of vt. Review of the egm's showed a few undersensed (not true undersensing) events. Atp was delivered but due to the vt-1 cutoff, device had a return to sinus. It was noted that the patient was very sick and having severe hypotension. The physician does not believe the device played a role in the patient's passing.